Event description:
The event is reported as: the device is still sending artifacts through its system and is interfering with the older monitors. No injuries reported.

Manufacturer narrative:
Product will not be received by manufacturer for investigation. No serial of lot # was provided. Conclusions: a new software has been signed off on to address this issue and will be installed in the facility.